Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1600 mg/dl, resulting in a diabetic coma, and reportedly customer's heart stopped. Subsequently, customer was hospitalized. Treatment was administered via defibrillation to revive customer's heart, and bg was addressed with intravenous insulin and saline. Reportedly, the customer was released approximately 3 weeks later with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be determined as customer did not have the pump available for troubleshooting with tandem technical support (cts). Multiple attempts were made by cts to request that customer upload pump data for review; however no response was received from the customer. Reportedly, the customer reverted to manual injections for insulin therapy.